Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16111, 2017865-2019-16010. It was reported that the patient presented for follow up in-clinic for interrogation of the implantable cardioverter defibrillator. Stored electrograms revealed bi-ventricular wave variation significantly different from the previous device check. Chest x-ray confirmed change in the left ventricular lead position. An increase in both left and right ventricular threshold values were observed. There were no interventions, or adverse patient consequences reported.

Manufacturer narrative:
The reported field event of left ventricular capture anomaly was confirmed upon reviewing the electrograms stored in the device image. However, the capture anomaly could not be reproduced in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomalies were detected.

Manufacturer narrative:
Product was returned. Return and evaluation status information corrected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the implantable cardioverter defibrillator, left and right ventricular leads were explanted and replaced. There were no adverse consequences to the patient during and post procedure.